Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes.

Event description:
It was reported while testing one hundred and seven (107) syringe modules, eighteen (18) were found to be affected by syringe not recognized. Per customer on one of the syringes, "the analog sensor test was reading as low as 9.3 mm for the 10mm calibration slug". Customer alleges barrel clamp calibration process was omitted during manufacturer on site field service and "inappropriate" calibration set was utilized with some devices. The customer reports the issue was resolved by re-calibrating the syringe module with the correct calibration set. No devices will be returned to bd for investigation as devices have been recalibrated and returned to service. There was no patient involvement.

Event description:
It was reported while testing one hundred and seven (107) syringe modules, eighteen (18) were found to be affected by syringe not recognized. Per customer on one of the syringes, "the analog sensor test was reading as low as 9.3 mm for the 10mm calibration slug". Customer alleges barrel clamp calibration process was omitted during manufacturer on site field service and "inappropriate" calibration set was utilized with some devices. The customer reports the issue was resolved by re-calibrating the syringe module with the correct calibration set. No devices will be returned to bd for investigation as devices have been recalibrated and returned to service. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.